Manufacturer narrative:
Added user guide statement (the t:slim pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer delivered too much insulin before going to bed due to not calculating the correct amount of carbohydrates consumed for dinner. Customer's blood glucose (bg) level was 25 mg/dl. Juice and crackers were consumed to address the low bg. The customer reported being in good standing. Tandem technical support advised the customer to discuss the event with a healthcare provider.